Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device. After a first successful operation of the fixation screw in the pt, in which the helix was extended (after 6 slow turns) and subsequently retracted, it would no longer remain retracted. Also utilizing another stylet, the same observations were reported. After removal from the pt, another trial of the fixation mechanism revealed the same observations.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.